Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Prior to the event, the insulin pump alarmed no delivery multiple times. Troubleshooting was performed, and the insulin pump wa programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.